Event description:
This report is being submitted as the user-facility also submitted this to the FDA: according to the initial information received, the 10mm amplatzer septal occluder (aso) deformed upon deployment. The aso was removed, examined and redeployed but the deformity persisted. A new, 10mm aso was used to complete the procedure.

Manufacturer narrative:
The 10mm aso was returned to aga medical in its original configuration and decontaminated. The aso was measured and the size was confirmed to meet dimensional specifications. The aso was examined microscopically and no defects were observed. The device was loaded into a test 6f loader and deformed cobra-shaped. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was able to reproduce the performance described. A small percentage of occluders deform when deployed from the delivery system, this is due in part to the inherent material properties of nitinol. Aga medical has put a number of corrective actions in place that have successfully reduced the rate of occurrence. It is currently below the rate anticipated in our risk documents. All complaint rates are reviewed quarterly by senior management. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.